Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. D4 batch #: y7041r. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a ace36e device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. Non-destructive testing was performed as per customer request to get the handpiece device back and not disassembled. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch y7041r, and no non-conformances were identified.

Event description:
It was reported that, during an unknown laparoscopic surgery, the handpiece could not be removed after the operation. The blade tip was not broken off and no pieces fell into the patient. The same device was used as is to complete the case because this event was found after use. There were no adverse consequences to the patient. No further information is available.